Event description:
Treatment of a left internal carotid t-occlusion. During the mechanical thrombectomy, it was reported that the physician felt resistance on the third pass and the solitaire fr stent separated. The stent remained in the patient. It was reported that the patient had right side hemiplegia with aphasia, but stable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The IFU (instructions for use) has a warning that states, "do not use each solitaire fr revascularization device for more than two flow restoration recoveries." (B)(4).